Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr t/l powerpicc catheter. Usage residues were observed throughout the sample. The catheter terminated just distal of the 49cm depth marking. The extension tubing markings and several depth markings were partially worn. Tactile inspection of the sample did not reveal any permanent kink impressions. The sample kinked preferentially near the 0cm depth marking during manual manipulation. Comparison between the complaint sample and a similar non-complainant device confirmed that the complaint sample kinked more easily. Microscopic inspection of the sample did not reveal any evidence of catheter kinking. The catheter surface appeared undamaged in the vicinity of the 0cm depth markings. The preferential kinking exhibited by the complaint sample indicated that the sample had been previously kinked. The usage residues and marking wear suggested that the catheter was in use and the kink location suggested that catheter securement technique contributed to the observed event. The product IFU states ¿do not bend the catheter at sharp angles during implantation.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of reaw1536 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reaw1536) have been reported from the same (B)(4) facility.

Event description:
Nurse reported a kink on the external portion of a PICC. The PICC line was inserted on (B)(6) 2017. The right basilic vein was used. The PICC line was trimmed at 50 cm and had an external length of 3 cm. No complications during the insertion and no manipulation of the PICC was required. The PICC was inserted using 3cg technology and no chest x-ray was done. The PICC currently remains in the patient and has been secured. No patient injury reported.